Event description:
The surgery was performed in shanghai 13 years ago. X-rays showed osteolysis and implant damage. After consultation between the doctor and the competitor's sales rep, the product was most likely a stryker product. The detail of the product is unknown. Revision surgery is scheduled to take place in the near future, but the date has not yet been determined. Product appears to be trident alumina insert.

Manufacturer narrative:
Reported event: an event regarding osteolysis involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including office notes, pre and post operative x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tha surgery was performed in (B)(6) 13 years ago. X-rays showed osteolysis and implant damage. After consultation between the doctor and the competitor's sales rep, the product was most likely a stryker product. The detail of the product is unknown. Revision surgery is scheduled to take place in the near future, but the date has not yet been determined. Product appears to be trident alumina insert.